Event description:
It was reported that the customer kept receiving the unexpected restart alarm with every battery change. Advised that the insulin pump would be replaced. The customer's blood glucose was 164 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed a21 error test and no a21 alarm noted.